Manufacturer narrative:
Correction: device manufacturer now provided. Correction: this issue was documented in a medtronic imaging software anomaly tracking database.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs found that the e-stop was disengaged and resulted in the system powering down as the system needed additional time to home the x-ray source and detector. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system prompted the user to perform motion calibrations after exiting the emergency stop function on the unit. The imaging system was then moved outside of the surgical field. It was reported that the imaging system was restarted and the reported issue did not reoccur. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.